Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 1/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: during visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads traveling down to the case seal and below the bumper at the case seal. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored.